Event description:
It was reported that during preparation of the emboshield nav 6 embolic protection system, a little piece of fiber/string was found in the filter. Saline was poured on the filter and the piece of fiber/string was easily removed. The device was then used successfully for the procedure with no complaints. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the information reviewed, there is no indication of a product deficiency.